Event description:
It was reported that the lead safety switch occurred for the rv lead changing the polarity to unipolar. The lead safety switch occurred due to high out of range pacing impedance measurements. Upon review of the data stored in the remote home monitoring system, technical services (ts) noticed an episode of oversensing noise that led to three seconds of pacing inhibition. Ts suggested reprogramming. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).